Manufacturer narrative:
Findings: no button error alarm noted during testing. Unit had unresponsive act and up buttons due to corroded moisture damage keypad traces. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 410 mg/dl. The customer had no reported symptoms. Customer's blood glucose value was 410 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 will contact their healthcare professional. Customer also reported pump had been exposed to moisture. Customer declined to troubleshoot for high readings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.